Event description:
Cpi rec'd info that this implantable pulse generator (ipg) was explanted due to premature battery depletion. The ipg has been returned. Parameters to calculate longevity are not available. When add'l info from analysis becomes available this event will be updated.